Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's girlfriend reported via phone call indicating low blood glucose readings and button error on the insulin pump. The customer's blood glucose was 36 mg/dl. The customer treated with cookies. The customer stated that the pump alarmed button error while he was sleeping. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.